Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a leak observed from their alinity m system. The customer reported that they noticed a solutions leak in front of their alinity m instrument. The customer stated that an engineer had been in and shortly after they left a leak was found in front of the instrument. The customer believes the liquid is lysis and possibly diluent. The customer stated that no one slipped or was injured. The customer covered the leak in absorbent pads and fenced off the area. The customer was wearing appropriate personal protective equipment (ppe) when working with the leak. The customer is shutting the instrument down for the time being. A field service engineer (fse) was dispatched. The customer did not report any injury or any actual exposure to the leak. The customer wore appropriate personal protective equipment (ppe) when cleaning the leak. There was no patient involvement as the leak was identified by the alinity m system user.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).